Event description:
It was reported that prior to a cryo ablation procedure, the dilator could not be fixed to the sheath. The sheath was replaced which resolved the issue. There was no patient involvement.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012560132 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. Visual inspection of the shaft area identified a shaft kink/twist at approximately 1.9 inches from the tip. The insertion of the dilator into the sheath was performed. Unable to lock the dilator luer to the sheath. Further inspection under microscope identified a dilator luer damage, which may have caused the dilator to have difficulties locking with sheath. In conclusion, the sheath failed the returned product inspection due to the kink/twist observed on the shaft and the dilator luer was damaged and preventing it to lock with the sheath handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.